Event description:
It was reported that prior to surgery the attachment device was running hot. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  An assessment was performed on the device which found that it was exceeding temperature specifications. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be normal wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.